Manufacturer narrative:
Other, head section assembly.

Event description:
It was reported by service report that the cot head section was not working properly. No pt involvement or adverse consequences are reported.